Event description:
Procedure type: hernia. According to the reporter: balloon would not inflate. No pt injury reported. No other info provided.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.